Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2013 at 7:00 p. M. The patient manages her diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, 24 hours after the alleged issue occurred, she developed symptoms of ¿dizziness, shaky, and sweat¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter. The cca noted that the meter was damaged due to a flood. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2014). The lay user/patient¿s meter has been returned on 08/27/2014 and evaluated by lifescan product analysis on 08/29/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have pcb contamination around u5 and u7. Additionally, the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.